Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the subject device was unable to startup. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus china, there was the possibility that this phenomenon was attributed to the failure of the power circuit board or the main circuit board. If additional information becomes available, this report will be supplemented.